Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during saphenous vein vessel branch ligation, the distal insufflation port of the vasoview hemopro 2 was not connecting properly with co2 tubing, and co2 was not flowing into tunnel. The co2 tubing was then connected to btt insufflation port and minimal amount of co2 noted into tunnel. New co2 tubing was used without correcting problem. Device removed and procedure completed with a new evh kit. There was minimal delay in case for troubleshooting and opening a new evh kit. No patient injury noted.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 02/16/2026. An investigation was conducted on 02/19/2026. A visual inspection was conducted. There were no visual defects observed on the intact cannula or intact c-ring. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 30cc of air was delivered with unimpeded flow of air through the insufflation tubing. The complaint cannula device was submerged in water. A syringe was filled with 30cc of air. The syringe was then connected to the luer lock valve attached to the insufflation tubing. The plunger on the syringe was depressed and all 30cc of air was delivered with unimpeded flow of air through the insufflation tubing as evidenced by the visible air bubbles. Based on the returned condition of the devices and the evaluation results, the reported failure "infusion or flow problem" was not confirmed. The lot # 3000512005 history record review was completed. There were two (02) ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.